Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation was able to reproduce the reported symptom of system error 322. A physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. The upper auxiliary assembly will be replaced.

Event description:
It was reported that a pump has a system error 322. It was also reported there was no patient injury.